Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead dislodged. The dislodgement was discovered via x-way test. The lead also exhibited undersensing, high thresholds, noise, loss of capture and oversensing. The device was reprogrammed and the patient was admitted to the hospital. The lead was replaced and is not expected to be returned as it was disposed. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead dislodged. The dislodgement was discovered via x-way test. The lead also exhibited undersensing, high thresholds, noise, loss of capture and oversensing. The device was reprogrammed and the patient was admitted to the hospital. The plan is to reposition this lead. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.